Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. The data was transferred for analysis. The s-ICD system remains in service. No adverse patient effects were reported.